Event description:
Customer called to report the needle was sticking in the customer's abdomen. Also stated the customer changed the infusion set every 2 or 3 days, rotated the sites and denied to have any scar tissue. Customer could not remove the introducer needle and the site was hurting. Later the customer was able to remove the needle from the set once outside of the customer's abdomen.